Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an (tsvtb10) implant was placed and when removing the impression post mount, the entire implant came with it. It was also reported that another implant was placed in the same procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and retaining screw. A visual inspection revealed minimum wear about the threads, collar, and vent. The mount screw shows some signs of wear. Functional testing revealed that the screw and mount hex were able to be removed with hand loosening torque. The reported malfunction was unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration . D4: (B)(4). G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.